Event description:
It was reported that the dexcom g7 experienced a temporary loss of signal to the ilet pump, after which the g7 reconnected during the call and the patient resumed receiving blood glucose readings on the pump. No reported symptoms or clinical effects. Outcomes included no impact on the patient¿s activities of daily living. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that the device functioned as expected after reconnection with no persistent malfunction identified. It was concluded that the event was resolved with reconnection and user guidance, with no further action required.